Event description:
It was reported that the sponge was not seated properly within the minicap. This was noticed prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 05/02/2014-05/09/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed, revealing that the sponge was partially sticking up in the cap. The reported issue was verified, but the cause of the condition was undetermined. A CAPA currently exists to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.